Event description:
It was reported that the lead impedance was < 200ohms. The lead was explanted and no patient complications were reported as a result of this event.

Event description:
It was reported that the lead was removed and replaced due to oversensing and fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found; full lead returned. Other : it was reported that the lead was removed and replaced due to oversensing and fracture. No patient complications were reported as a result of this event. Electrical tests performed. Actual device involved in incident was evaluated mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated lead(s), fracture of oversensing impedance, low.